Event description:
In 10/2004, the pt contacted lifescan alleging that their one touch basic enhanced meter would not power on. The medical affairs specialist spoke with the pt on the following day. The last time the pt was able to test with the meter was on a week prior. Since then, they tried to test several times and the meter would not power on. They take metformin 500 mg each morning and each night. In the morning, they took metformin 500 mg and ate breakfast. They attempted to test with the reported meter in the late morning; they do not recall the exact time. The meter would not power on. They did not eat lunch and went to a routine appointment with their physician at 1:00 pm. While at the physician's office, they began to feel confused and light-headed. A result of 43 mg/dl was obtained on the physician's meter. They were given orange juice to drink. They do not recall any other blood glucose readings obtained at the physician's office. Their physician directed them to contact lfs because their meter was not working. They were instructed to begin testing their blood glucose level twice a day, record their results for one week, and tell them to their physician. No changes were made in their medication regimen. The customer service representative confirmed that the meter would not power on, the batteries were replaced less than one year before, and the battery contacts were in good condition. Based on the unresolved power issue, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. As the pt was unable to obtain a blood glucose result before experiencing symptoms of hypoglycemia, there is an indication that the pt experienced injury and medical intervention due to the product malfunction. The pt's meter, test strips, and control solution were replaced.